Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had an ins device that was faulty and was replaced by a competitor device. Caller did not know the name of the competitor device company. Caller also mentioned, the patient did not understand how to use it and there was a language barrier. They hadn't been using it. Caller said the patient had surgery to correct it, because apparently some wires were pulled out of it and it went faulty and eventually they recommended patient get a new one and ins was replaced with a competitor device which came with different control equipment. Caller asked if they could decommission the handset so it could be used as a cell phone in the future. Reviewed information. The patient was redirected to their healthcare it.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# (B)(6) serial# implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 15-jul-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.